Event description:
It was reported that this electrode exhibited a history of oversensing noise causing the delivery of inappropriate shocks to the patient. Additional information provided from the field indicated a fracture was suspected. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited a history of oversensing noise causing the delivery of inappropriate shocks to the patient. Additional information provided from the field indicated a fracture was suspected. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area next to the sense b electrode, extending into the insulation. A benign crack in the polycin vorite distal to the notch area next to the sense b electrode was also noted. The crack did not extend into insulation. Resistance testing found the electrode was not electrically continues. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas 2.7 centimeters (cm) from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed inappropriate shocks and oversensing of noise.

Event description:
It was reported that this electrode exhibited a history of oversensing noise causing the delivery of inappropriate shocks to the patient. Additional information provided from the field indicated a fracture was suspected. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.